Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited myopotential oversensing that resulted in non-sustained right ventricular oversensing. Programming changes were advised but not performed. The patient did not experience consequences.